Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, inappropriate high voltage therapy and atp was delivered due to supraventricular tachycardia. The physician elected to change the patient's pharmacological therapy and to not reprogram the device to resolve the issue. The patient was in stable condition.